Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025 the user reported an ¿unable to proceed¿ message during a supply change. After replacing supplies under guidance, insulin delivery resumed successfully. Blood glucose was unaffected and no medical intervention was needed.